Event description:
Customer states that they were getting high readings so they took their device to the doctor. They performed a non-fasting blood glucose comparison. The customer's device read 346mg/dl, and the lab result was 250mg/dl. The doctor advised them to check their device for accuracy. The customer states that controls were in range but doesn't remember values. No treatment was given. A request was made for the return of the suspect device and replacement product was sent.